Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda could not be determined. The reported recurrent mr was a cascading effect of the reported slda. Additionally, the reported patient effects of mitral regurgitation is a known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 4607 was added to capture the patient's readmittance to the hospital for treatment of the slda.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully on the central side of anterior and posterior leaflet 2 (a2/p2). The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. (B)(6) 2025, it was determined that a single leaflet device attachment (slda) occurred and clip was no longer attached to the posterior leaflet. Mr was grade 2 after slda. Additional mitraclip procedure was performed to stabilize the slda. The final mr was grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda could not be determined. The reported recurrent mr was a cascading effect of the reported slda. Additionally, the reported patient effects of mitral regurgitation is a known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully on the central side of anterior and posterior leaflet 2 (a2/p2). The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, it was determined that a single leaflet device attachment (slda) occurred and clip was no longer attached to the posterior leaflet. Mr was grade 2 after slda. Additional mitraclip procedure was performed to stabilize the slda. The final mr was grade 1.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully on the central side of anterior and posterior leaflet 2 (a2/p2). The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, it was determined that a single leaflet device attachment (slda) occurred and clip was no longer attached to the posterior leaflet. Mr was grade 2 after slda. Physician is planning for additional mitraclip procedure on (B)(6) 2025 to stabilize the slda.